Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient purposely cut one of the trial leads. The lead retracted into the epidural space and a surgery was performed to remove the lead. The other lead was removed without any incidents. There have been no reports of further complications regarding this event.